Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had trouble with the serter 2 years ago when it got stuck and didn't go in. Customer's blood glucose was 700 mg/dl at the time of the incident. Customer treated with syringes. Customer had an operation and was on pain medications. Customer stated that the tape kept getting stuck to the serter. Customer stopped using the serter and has been inserting manually. Customer stated that the serter issues didn't cause a hospitalization.